Event description:
It was reported that the clamp in the foley tray was broken one day after placement while the patient was in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the clamp in the foley tray was broken one day after placement while the patient was in place. Per follow up information received via ibc on 07nov2022, it was stated that the clamp refers to drain bag outlet cock.